Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Medical product- zimmer biomet ribfix plates catalog#: ni lot#: ni.

Event description:
Additional information was received, it was reported that a second plate was broken (the two lower ones). After post-surgery x-rays it was noticed that there is another third broken plate. Zimmer biomet requested additional information on these devices from the customer; however, a response has not yet been received. If this information becomes available, a supplemental MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The CT scans were received and evaluated. The post-op scan dated (B)(6) 2017 identified the r7 ribfix plate replaced with synthes matrixrib plate. The post-op scan dated (B)(6) 2017 identified the r7 synthes plate lateral screws backing out. R8 ribfix plate fractured. The post-op scan dated (B)(6) 2017 identified the r7 synthes plate screws progressively backing out at lateral end. R8 ribfix plate fractured the post-op scan dated (B)(6) 2017 identified the r7 synthes plate screws completely backed out and free in body at lateral end. R6 and r8 ribfix plates are fractured. The post-op scan dated (B)(6) 2017 identified r6 and r8 ribfix plates removed. R7 synthes plate removed. Stracos clips implanted on r6-8. Multiple MDR reports were filed for this event, please see associated reports: 0001032447-2018-00070-1, 0001032447-2018-00074-1, 0001032447-2018-00075-1 and 0001032447-2018-00076-1.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The explanted devices were visually evaluated by the development associate director with a 10x loop at the hospital in (B)(6). He did not see any visual defects in the plates that would lead to premature part failure. The hospital does not have approval from the patient to return the plates for further analysis. Multiple MDR reports were filed for this event, please see associated reports: 0001032447-2018-00070-3, 0001032447-2018-00074-3, 0001032447-2018-00075-3 and 0001032447-2018-00076-3.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative reports and radiographs. The physicians reports that were provided indicated that the patient had chronic obstructive pulmonary disease (copd), a history of nicotine abuse, and a inguinal hernia. It also indicated persistent cough symptoms, productive cough, and respiratory therapy. The most likely underlying cause of this complaint is patient condition. A review of the post-operative x-rays also suggests that placement and inadequate seating and locking of the screws at initial implantation may have contributed to the loosening/plate fracture as well. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Investigation results concluded that the reported event was due to patient condition and placement and inadequate seating and locking of the screws. The instruction for use (IFU) for these parts states in the section titled warnings: 7. Adequately instruct the patient. Postoperative care is important. The patient¿s ability and willingness to follow instruction is one of the most important aspects of successful management of fracture or other non-union. Patients with senility, mental illness, alcoholism, or drug abuse may be at higher risk of device failure since these patients may ignore instructions and activity restrictions. The patient is to be instructed in the use of external supports and braces that are intended to immobilize the site of the fracture or other non-union and limit load bearing. The patient is to be made fully aware and warned that the device does not replace normal healthy bone, and that the device can break, bend or be damaged as a result of stress, activity, load bearing or inadequate bone healing. The patient is to be made aware and warned of general surgical risks, complications, possible adverse effects, and to follow the instructions of the treating physician. The patient is to be advised of the need for regular postoperative follow-up examination as long as the device remains implanted. The IFU for this product states in the section titled possible adverse effects: 3. Migration, bending, fracture or loosening of the implant. The IFU also contains a chart and instructions for proper screw length selection and insertion titled bone screws and directions for use. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032447-2018-00070-2, 0001032447-2018-00074-2, 0001032447-2018-00075-2 and 0001032447-2018-00076-2.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: patient identifier (in confidence), date of birth, patient sex, report type, outcomes attributed to adverse event, date of event, date of this report, describe event or problem, relevant tests/laboratory data, including dates, other relevant history, operator of device, implant date, explant date, concomitant medical products and therapy dates, date received by manufacturer, type of report and follow-up number, type of reportable event, follow-up type, additional narratives/data. Concomitant medical product: synthes rib plate catalog #: ni lot #: ni, synthes rib screws catalog #: ni lot #: ni, biomet microfixation ribfix blu 12 hole plate catalog #: 76-2602 lot #: ni, biomet microfixation ribfix blu screw 2.7 x 12 mm catalog #: 76-2712 lot #: ni, biomet microfixation ribfix blu screw 2.4 x 12 mm catalog #: 76-2412 lot #: ni, biomet microfixation ribfix blu screw 2.4 x 10 mm catalog #: 76-2410 lot #: ni. Therapy date: (B)(6) 2017. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00070, 0001032347-2018-00074, 0001032347-2018-00075, and 0001032347-2018-00076.

Event description:
The operative report provided states after the patient's release after the second operation, there was a rupture of the plate in the eighth rib. Subsequently it was also identified the synthes plate at the seventh rib was fractured with migration of the screws into the muscle tissue. The record indicates fractures and dislocation of the plates and screws at c6-c8. A revision surgery was performed to remove three plates c6-c8 chest left and re-stabilization of the sixth, seventh, and eighth ribs using titanium clips from stracos system. The plate on the fifth rib was stable and in tact with all screws, therefore it was not explanted. Plate fractures and screw fractures in the area of sixth, seventh, and eighth rib were reported. The plates at the sixth and eighth ribs fractured in the middle and the synthes plate at the seventh rib tore off anteriorly; the screws came out of the plate and the plate was loose anteriorly; posteriorly the plate was perfectly fixated with all four screws; screws migrated to muscle tissue (soft tissue damage grade ii). Recommended therapy: medication for dismissal: prednisone 10 mg 1-0-1. Symbicort turbohaler 2-0-2. Berodual spray 1-1-1-1. Eklira spray 1-0-1. Pantozol 40 mg 1-0-0. Ibuprofen 600 mg 1-1-1. Ace 100 mg 1-0-0. Novalgin 40 gtt. If necessary. Augmentan 875/125 mg 1-0-1 since (B)(6) 2017. Continuation of mobilization and intensive respiratory therapy. It was reported that multiple screws were used during the original procedure. Based on the information available at this time, the screws that were explanted could not be determined by the operative report; therefore, all screws are being reported. An additional revision was reported in 0001032347-2018-00077, 0001032347-2018-00078, 0001032347-2018-00079, and 0001032347-2018-00080.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the radiograph taken to release the patient three days after the re-operation identified that the 16-hole plate is broken in the middle. At this time no revision is planned to address the broken plate. Additional information was requested but has not been received at this time.